Event description:
During priming the perfusionist found that the over/under pressure valve did not open when it was supposed to open. They pressurized the unit and found out that it did not open until the pressure reached 55 mm hg. The unit was not used and returned for evaluation. There was no pt involvement since the unit was not utilized.